Event description:
This is a report of a patient who failed to follow therapy steps during peritoneal dialysis therapy. The use error was further described as the patient connected to the patient line of the cassette prior to ensuring that the patient line was properly primed for therapy. The error was noted during the initial drain phase of peritoneal dialysis therapy. The technical service representative assisted the patient with ending therapy. The patient was to start therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who connected to the patient line of the cassette prior to ensuring that the line was properly primed for peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.